Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order # (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. Two devices were released with an incorrect weight in the weight verification, however, the weight of all devices was within specification in the gel filling process. CAPA 185236 was opened to address the issue with the values in the weight reports. According to the device analysis performed in the laboratory, it was found overweight which is not related to the reported complaint. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with overweight will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional data: b.5., b.6., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified: crease fold, deformation, overweight. Cloudy in the gel observed after autoclave cycle. After weighting the device, it is observed that it is overweight, it is out of specification according to drawing style 20 (20-550). Rev 11.0 was identified which is characterized as a workmanship. Based on the device analysis the final assessment is: -overweight, assessed as a workmanship.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device remains implanted.